Event description:
It was reported that during a ptca/treatment procedure, the ace balloon ruptured on the initial inflation. (The number of atms reached on the initial inflation is unk). The ace balloon became stuck in calcium and the physician was unable to remove the catheter. The pt was sent to surgery for removal. Additional info has been requested regarding this event.